Event description:
Information received by medtronic indicated insulin pump had saved user-settings in flash are corrupt error. Customer was unable to clear alarm. Customer reported time clock is not visible on screen. Customer reported blank display. Troubleshooting was performed. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. The display did not return after inserting new battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.